Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted and raised. This type of damage is consistent with the stent encountering resistance when withdrawing the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a slight hypotube kink 595mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-mar-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 20mmx3.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). A 3.00x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.